Event description:
It was reported that, during a tka surgery an unknown journey instrument broke into several pieces after the surgeon completed inserting the implant. It is unknown if any pieces of the broken devices fell inside of the patient. Surgery was resumed, after a non-significant delay, with a back-up device. The patient was not injured as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a tka surgery an unknown journey instrument broke into several pieces after the surgeon completed inserting the implant. It is unknown if any pieces of the broken devices fell inside of the patient. Surgery was resumed, after a non-significant delay, with a back-up device. The patient was not injured as a consequence of this problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.